Manufacturer narrative:
(B)(4). Batch #: 389a73. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during an unknown procedure, the cartridge fell off the jaw right after it was loaded. The cartridge was loaded again, but it was wobbly. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/10/2022 d4: batch # 389a73 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45g reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reload performed without any difficulties noted. The returned reload was placed and removed with no issues noted in a test device.